Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.